Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle experienced scale marking issues. The following information was provided by the initial reporter: parent of minor child stated, scale markings are off.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution: yes. D9: returned to manufacturer on:18-jul-2022 h6: investigation summary customer returned (42) loose 3/10cc, 6mm syringes. Customer states that the scale markings are off on syringe. Thirty out of 42 samples were tested using the plug gauge and all scale marking placements fell within specifications. A review of the device history record was completed for batch# 1336063. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that did not pertain to the complaint. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle experienced scale marking issues. The following information was provided by the initial reporter: parent of minor child stated, scale markings are off.